Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon introduction of a farawave catheter into the faradrive sheath, air bubbles were present inside the sheath despite aspiration. The hemostatic valve of the sheath was believed by the site to have contributed to the air ingress. The sheath was replaced and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.